Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if any further malfunction code recurs.